Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. However found battery cap contact was corroded. Stained lcd resilient cover noted. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. However found battery cap contact was corroded. Stained screen resilient cover noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The device was not returned.